Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 20mm x 143cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 2 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 20mm x 143cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 2 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.